Manufacturer narrative:
The insulin pump had a blank display due to corroded all electronic assembly. The insulin pump also, moisture damage found on motor home switch. Analysis was unable to verify the keypad anomaly due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 174 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.